Event description:
It was reported that the insulin pump had an unresponsive keypad and alarmed button error. The blood glucose reading was 2.7 mmol/l. No significant events leading to the keypad issues were observed. The caller stated that the buttons had been very difficult to press or use for a while, but she was unsure what the cause might be. She also advised that the customer had eaten to treat for the low blood glucose, so the blood glucose levels were on their way up. A battery change did not resolve the button error alarm. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump had unresponsive esc and act buttons due to moisture damage on the keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.